Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the event resolved. Patient was doing well and was released from the hospital.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal baclofen (unknown) 2000 mcg/ml at 354.6 mcg/day via an implantable pump. It was reported that the patient had a routine pump replacement on (B)(6) 2025. 36hrs later patient was admitted to the hospital in acute baclofen withdrawal and also had a fever of 106, hypertension, and return to spasticity. Surgeon was not able to aspirate the catheter so a dye study was not performed. The surgeon assumed the pump segment of the catheter had been nicked during the procedure, so opted to replace the pump portion of the catheter. The spinal segment was left in place. He proceeded with a prime bolus with full knowledge that the patient would receive a bolus dose from the spinal segment of 148 mcg of baclofen. Unknown if the issue had resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8596sc serial# (B)(6) implanted: (B)(6) 2012 explanted: (B)(6) 2025 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 03-dec-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.